Event description:
[Retractable technologies inc 1 ml 25g vanishpoint syringe ref# 10162 for covid vaccine administration] use for covid-19 under emergency use authorization (eua): employee was drawing up covid vaccine and was sprayed in chest through crack in syringe. FDA safety report ID # (B)(4).